Event description:
According to the rptr, dr performed a craniotomy for a tumor pt; in which duraseal was used. The pt developed an infection 24 hrs post op. Pt was treated with antibiotics and recovered from the infection.

Manufacturer narrative:
Pt was treated with antibiotics and recovered from the infection. Bench-top testing has shown that duraseal does not support microbial growth.